Event description:
It was reported that pump declared cartridge change error while customer was attempting to load insulin. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, and attempted to reload cartridge but was unsuccessful, after which support transferred customer for advanced troubleshooting. Support then reviewed proper filling techniques, instructed customer to use a new syringe and correctly orient cartridge with connection side up while removing air, and helped customer fill a new cartridge, after which alarm cleared and customer successfully loaded cartridge and resumed insulin delivery.